Event description:
The facility representative reported a device with a condition of "delivering the medication too quickly on the 150 and 50 setting when programmed for the 30 body weight setting". This condition occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.